Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that she had developed blisters under the lifevest. The patient's doctor instructed the patient to use a lotion on the area. After using the lotion, the patient reported that the irritation healed.